Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the flow sensor was damaged and needed to be repaired. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed insufficient tidal volume. However, no further case information could be obtained despite multiple attempts. It is unknown if the device was repaired or passed the required performance verification tests per philips standard.

Event description:
Philips received a complaint by the customer on the v60 indicating insufficient tidal volume. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the flow sensor was damaged and needed to be repaired. Per good faith effort response, the authorized service provider (asp) engineer confirmed insufficient tidal volume. The investigation is ongoing.